Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained:- a total of 4 instances of the same issue were reported: if possible, could you please confirm the product code and lot number of the product used? Not sure of the code due to various lengths stocked in facility. Were there any patient consequences during any of the 4 instances? If yes please provide additional details, treatment, etc. No reported patient consequences. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Nothing is available for analysis. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6) (please refer to the attached email), surgical specialist. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During unknown procedures, the barbed sutures were perceived as not being robust enough and were not holding tissue as expected. Three additional instances of the same issue were reported with different patient but the sales rep does not have those information. No patient consequences were reported. Additional information was requested.